Manufacturer narrative:
A ge service rep performed an on site investigation. The rep reseated the kv and ma generation and control boards. The rep also discussed options for further repairs with the physician who decided to postpone add'l work. No add'l service info is provided. During a retrospective review, this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system had trouble with images and the temperature light was going on. No pt injury.